Event description:
It was reported that the device had primary audible alarm failure. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a primary audible alarm failure. Both seal are intact, cracked top case corners and right plunger case. Performed power up process, occlusion test,primary audible alarm post. Unable to determine who caused the problem, found no damage to speaker. Replaced speaker as a preventative measure, performed power up process, pm and all functional tests which passed.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email: not made aware of any patient involvement.